Event description:
On (B)(6) 2012, clinic notes from a vns treating physician were received by the manufacturer. Clinic notes dated (B)(6) 2011 revealed that the patient is having small breakthrough seizures and warnings. The patient was reported to be doing better with her vns and medication. The vns was checked and reported to be working properly according to the clinic notes. Review of the clinic notes dated (B)(6) 2012 revealed that the patient has experienced 5 breakthrough seizures. The seizures were described as a strange sensation followed by jerking of the extremities with post-ictal confusion. The patient was seen in the emergency room and was treated for low blood pressure. The patient's settings were output=3.5ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=3.5ma/magnet on time=60sec/magnet pulse width=250usec. The battery was reported to be nearing end of service. A battery life calculation was performed which showed negative years until the elective replacement indicator reads as yes. Good faith attempts for further information from the physician were made but no additional information was received.